Manufacturer narrative:
Device received error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error . Unit tested outside the pump and received pump error at rewind.

Event description:
Customer's mother reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 311 mg/dl at the time of the incident. Customer stated they were able to clear the alarm. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.